Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was moisture ingress noted in the battery compartment. The reporter indicated that there was no noted physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings:visual inspection of the pump found evidence of moisture inside the pump battery compartment and found that the battery compartment was cracked from the threads to the finger pad. The pump was opened and no further moisture damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.